Event description:
In 2008, the pt reported that some of her insulin infusion sets have come off when she is sitting. She stated this has occurred with the last box of infusion sets. She stated she cleans her site area with soap and water, and does not use any lotions around the area. She said she dries the area well before inserting the headset. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.